Event description:
The customer reported that there was a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a speaker malfunction technical inop. No patient harm was reported. No loss of audio function was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.